Event description:
The service report shows that the device failed to relieve system pressure within specification. The co inspected the device and reseated and adjusted the conical spring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.